Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit instances where the minute ventilation (mv) sensor did not respond as expected at higher rates. The patient with this device reported being a bicyclist and felt their heart rate did not increase as high as they would prefer while biking. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there were concerns regarding the programmed settings of this pacemaker. It was noted that the patient is a biker and would like a higher heartrate set and the programmed minute ventilation (mv) was decreased. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that the patient reported feeling a fast heartrate and palpitations when not doing any activity. Technical services (ts) reviewed device data and determined that the current programmed mv response factor was 13 when the nominal is 8 which can be appropriate for the patient with activity, however, it can give sensor responses with no activity if breathing pattern changes. It was noted that the patient has had their mv response adjusted multiple times due to biking. Ts recommended programming options at the patient and health care professional's (hcp) discretion. No additional adverse patient effects were reported. This pacemaker remains in service.